Event description:
In 2009, the patient reported her blood glucose before dinner was 110 mg/dl and 2 hours later, her reading elevated to 257 mg/dl. Her target blood glucose is 110-130 mg/dl. Symptoms are spilling ketones, thirst, and headache. She bolused 2.0 units of insulin and her reading elevated to 385 mg/dl prior to the report. She stated she tried to deliver a 5.5 unit bolus, but she received an e4 (occlusion) error on her infusion device. She stated she changed her infusion set yesterday and the insulin cartridge of her infusion device today. The patient was instructed to disconnect from her infusion set needle and deliver a 4 unit bolus which she did without error. She was also able to successfully complete a prime. She said her current site is on the left side of her stomach. Site selection was discussed with the patient and she was advised to change her site location and infusion set needle. At about 2 days later, the patient reported her blood glucose had returned to normal after the initial report. She stated that tonight, she has had elevated readings of up to 389 mg/dl after she programmed a multiwave bolus of an unknown amount. Review of her infusion device history showed she has been randomly programming extended, multiwave, and temporary basal rates. She said she will work with her trainer on the appropriate use of these tools. During the report, she was assisted with cancelling the multiwave bolus and programming a standard bolus to treat her elevated readings. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.